Event description:
It was reported that during a tvt procedure, the sheath would not separate from the mesh. The tape was cut and removed. There were no adverse patient consequences reported and no extended surgical time.